Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the dyonics 25 control unit was out of adjustment, as the flow released was to be greater than what it was shown on the display. No harm to the patient was reported. The procedure was completed with the same faulty device with no surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection and a functional evaluation were performed on the returned device and found no defect that would make it impossible to use the equipment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a defective transduce. Based on this investigation, the need for corrective action is not indicated.